Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (300-400s mg/dl) and the ketone level was mild to large. The cause was not known. The pump supplies were changed. A bolus via the pump was delivered and fluids were consumed. A pump system check was performed and no device issues were identified.